Event description:
"S/p b submusc infra 220cc, surgitek gels for augmentation. Softening, no h/o trauma, + systemic c/o including severe maculopapular rash shortly after implants plus arthralgias, myalgias, dysesthesias, fatigue, neurocognitive probs, dry mucus membrane, gi/gu/menstrual irregulation, hair loss, etc. Pt had rupture on r with liquid gel, mild gramlomites, change in pec minor ('preseded') capsule with set contracture."